Event description:
Caller reported a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts assisted the caller in loading a new cartridge using the proper technique, successfully resolving the issue and allowing the customer to resume insulin therapy.